Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 223 mg/dl at the time of the incident. The customer stated he got the compromised force sensor system alarm when he tries to prime the insulin pump. Troubleshooting was completed with the technician. The customer stated that the drive support cap was normal recessed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit received with cracked end cap. Unable to perform functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify compromised force sensor system alarm due to crack end cap. Pump received with minor scratched lcd window, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
The correct information has been provided with this report.